Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the no atrial output found at analysis was the results of a fractured interconnect ribbon on a bond pad. The fracture was the result of fatigue. Visual analysis when received revealed cautery marks on the shield, fm inside the connector block and grommet damage. Output testing result was a no atrial output condition. Functional testing found no pacing output in the atrial chamber. Manual bench testing confirmed the no atrial output condition. Translation of the memory dump found the atrial and ventricle lead impedances stopped recording (B)(6) 2010.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): testing revealed no atrial output. The no atrial output condition was the result of a fractured bond wire.

Event description:
The device was returned to the manufacturer with no information. The device was analyzed and tested out of specification. Upon follow-up, information was received indicating a report of infection. The system was removed and the patient refused to have a new implant. No further patient complications have been reported as a result of this event.